Event description:
A list of infusion sets was provided by product distributor. It is unclear if any patient events occurred or any test failures occurred with the devices listed. The distributor has not been able to confirm whether these sets did not meet with accuracy specifications or if the list provided was related to existing files already reported. See related files 3012307300-2019-04572 through 3012307300-2019-04591.